Event description:
The report rec'd indicated that during a coronary procedure, the lesion was treated with a rotablator and was subsequently predilated. Then the 3.0 x 28 mm cypher stent was being delivered; however, the device could not cross the target lesion due to heavy calcification. The physician tried to re-deliver the cypher several times and the distal struts of the stent became flared. Therefore, the lesion was again treated with rotablator and another cypher (size unknown) was implanted. The procedure was successfully completed without any injury or adverse event to the pt. The procedure included treatment of a lesion in the mid right coronary artery (rca). The de novo lesion was heavily calcified and moderately tortuous presenting 90% stenosis.

Manufacturer narrative:
The product is not available for eval, as it was discarded by the facility. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.